Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of haptic junction was scratched, before surgery. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. However, damage to the intraocular lens (iol) was observed. Iol returned loose in a plastic bag, placed on a surgical gauze. Solution is dried on the iol. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. The reported scratch at haptic junction cannot be observed. The optic is scratched/marked-rejectable. No root cause identified as the reported complaint "haptic junction scratch, before surgery" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).